Event description:
It was reported to manufacturer that during surgery for generator replacement due to normal end of service, when the new model 104 dual pin generator was connected to the existing lead, high lead impedance resulted. Troubleshooting was performed intra-operatively and the high impedance did not resolve. The patient subsequently had a full revision where the lead and generator were replaced. The explanted lead was discarded following surgery, and the device is therefore not available to be returned to manufacturer for analysis. Review of the available in house programming and diagnostic history revealed that in (B) (6) 2009, a system diagnostic test was performed by the treating physician which revealed output status = limit, lead impedance= high, dcdc =7, eos = yes. There are no other diagnostic test results available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.